Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a giant hiatal hernia procedure, there was difficulty in loading. One needle fell out of the jaws during the case, it was recovered. Second needle did not seat properly within the jaws and it was unable to toggle because of the improper seating. Two handles were being used on the case. The handle that had the issue was taken off of the field. No other issues were notified with the second handle. Current patient status: patient is fine. The difficulty did not result in any tissue damage or patient injury. To correct the condition: another reload was opened and used for the case.